Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior edge due to an unidentified (tear) reason.

Event description:
The doctor reported rupture of right implant. The device was explanted and replaced with non allergan device. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of right implant. The device was explanted and replaced with non allergan device. Right side.